Event description:
Reportedly, the balloon detached from the catheter during a repeated embolectomy maneuver of a right common femoral bypass graft. An initial retrieval attempt of the balloon was unsuccessful. However, during further exploration, the balloon was located and retrieved at the waist of the old graft. No pt complications reported as a result of this event.